Manufacturer narrative:
Zoll medical corporation has not yet rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge above 4 joules. Complainant indicated that there was no pt involvement in the reported malfunction.